Event description:
This report summarizes <noe> 10 </noe> malfunction events in which the device reportedly overheated. 9 events had no patient involvement; no patient impact. 1 event had patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: h10 10 previously reported events are included in this follow-up record. Product return status 9 devices were received. 1 device investigation type has not yet been determined. Event confirmation status 9 reported events were not confirmed. Evaluation results 5 devices were found to be affected by a damaged rotor assembly. 2 devices were found to be affected by a worn rotor housing. 1 device was found to be affected by a damaged rotor housing and worn vanes. 1 device had no problem found.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: 0 previously reported events are included in this follow-up record. Product return status 8 devices were received. 2 device investigation types have not yet been determined. Event confirmation status 8 reported events were not confirmed. Evaluation results 5 devices were found to be affected by a damaged rotor assembly. 1 device was found to be affected by a worn rotor housing. 1 device was found to be affected by a worn rotor housing and worn vanes. 1 device had no problem found.

Event description:
This report summarizes <noe> 10 </noe> malfunction events in which the device reportedly overheated. 9 events had no patient involvement; no patient impact. 1 event had patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: h10 10 previously reported events are included in this follow-up record. Product return status 10 devices were received. Event confirmation status 10 reported events were not confirmed. Evaluation results 3 devices were found to be affected by worn/damaged rotor housing and vanes. 6 devices were found to be affected by a damaged rotor assembly. 1 device had no problem found.

Event description:
This report summarizes <noe> 10 </noe> malfunction events in which the device reportedly overheated. 9 events had no patient involvement; no patient impact. 1 event had patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 10 events were reported for this quarter. Product return status: 7 devices were received. 3 device investigation type has not yet been determined. Event confirmation status: 7 reported events were not confirmed. Evaluation results: 5 devices were found to be affected by damaged internal components. 1 device was found to be affected by worn components. 1 device had no problem found. Additional information: 10 devices were not labeled for single-use. 10 devices were not reprocessed and reused.

Event description:
This report summarizes <noe> 10 </noe> malfunction events in which the device reportedly overheated. 9 events had no patient involvement; no patient impact. 1 event had patient involvement; no patient impact.